Event description:
It was reported that the device lead did not respond during thyroid tumor removal. Intervention performed. No patient impact.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: annex codes sent in initial report, annex b: b17, annex c: c20, annex d: d14 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The follow-up information received as stimulus started at 100 and went down to thirty. The stim return, located under the stimulus setting on the monitor, shown 0, which would indicate that no current was being delivered. The noise it gave is when the values are negative, that the nerve is present. It was verified that the equipment works correctly with the simulator and there was no problem. No error codes displayed. The problem does not solved by trouble shooting. The issue not discovered prior to use. The surgery completed without the use of monitoring. Observing well, carefully the nerve. Continuous monitoring (aps electrode) was not used. Nerve integrity could not be verified, since it did not gave an answer, after this surgery, parotidectomy surgery was performed and the equipment worked perfectly. It was a total thyroidectomy but the intervention was not performed due to the nim that was not responded.

Manufacturer narrative:
H3: visually, under magnification, there were small holes/cracks in the trace pads and in the traces underneath the adhesive. There were also small brown particulates underneath the trace adhesive. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 49.2 ohms (blue with white stripe) and the rest of the electrodes had no reading (open circuit) at the distal end of the trace pad but readings on the proximal end which was out of specification and would have resulted in the reported event. For further analysis, a stylet was used to manipulate the shape of the device and the continuities of all of the electrodes either had no reading or were above 1000 ohms. Functionally, the device was connected to a nim system and the device passed the electrode check and had no erratic behavior during functional testing. For additional analysis, a syringe was used to inject 15-cc of air into the cuff balloon and there were no issues during inflation or deflation. A review of the global complaint data sh owed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: annex codes sent in previous report b21, c21, d16 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.